Event description:
Multiple instances over the past ~4 weeks (with multiple providers) of catheter kinking inside patient and not being able to deliver medication, requiring catheter removal and additional procedure/catheter placing, subjecting patient to additional puncture and procedural risks. Catheters have been pre and post flushed, so they are not occluded. There is evidence of kinking with bent catheter and bump on plastic at area of kinking. This occurs in the distal few cm of catheter where there is less coil. This has not occurred with this brand of catheter until past month. Manufacturer response for tray, epidural continuous w/ perifix fx 19ga catheter, b braun (per site reporter). Braun medical inc. Has initiated a corrective action/preventative action CAPA-00873 to address the issue of kinks and occlusion due to the pitch of the coil in the catheter being out of specification. A root cause investigation was performed, and the root cause was determined to be a design issue. The catheter pitch is a contributing factor in the overall kink resistance of the catheter. However, the measurement for coil pitch is treated as a reference parameter in process and is not controlled.